Event description:
This event was reported as ring explanted after approximately 4 months implant duration due to severe mitral regurgitation, congestive heat failure, pulmonary edema and left ventricular dysfunction. Operative report stated band was apparently too large of a prosthesis for the annulus. No further info was provided.